Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd connecta¿ stopcock was damaged. This was discovered during use. The following information was provided by the initial reporter: we have received a complaint. The customer states that when connected and running, the fluid came out near far luer connection. There was a hole in tubing at cannula connection.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 9193084. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, one physical sample and picture samples were provided for evaluation by our quality engineer team. The samples were examined and damage was observed in the union of the tubing and product fitting. Our quality team was unable to identify a manufacturing related defect that could have resulted in the observed tubing damage. At this time further action has not been determined necessary. Our quality team will continue to monitor the production process for potential defects and emerging trends.

Event description:
It was reported that bd connecta¿ stopcock was damaged. This was discovered during use. The following information was provided by the initial reporter: we have received a complaint. The customer states that when connected and running, the fluid came out near far luer connection. There was a hole in tubing at cannula connection.